Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in austria): "deviation of delivery rate"

Manufacturer narrative:
Exemption number e2016018 (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: as no sample as well as no history log files were provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. The information has been entered into our database.